Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received eight samples and one photo for investigation. Evaluation of both shows light brown foreign material attached to the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd preset¿ eclipse¿ arterial blood collection syringe, foreign matter was observed in 8 device packages. No adverse impact was reported regarding the patient or user.